Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR no. 3013394970-2018-00863 for the second device reported that was used on the same patient.

Event description:
The user facility reported that the they were unable to insert the angio-seal sheath. When the physician attempted to insert the insertion sheath assembly into the puncture site, high resistance was felt and the assembly became kinked. The device was not used and was replaced by another device, however the same problem occurred again. The second device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The physician assumed that the kink might have been caused by slight calcification around the puncture site. The estimated blood loss was less than 250cc. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.